Event description:
Company distributor reported when the physician pulled the slider toward the proximal side to check the tension of the knife wire of the device prior to the therapeutic endoscopic sphincterotomy (est) procedure, the knife wire broke. The intended procedure was completed using a similar device. No impact was reported due to the event. No harm was reported. No patient harm, no user injury reported . Device evaluation found the device knife wire was broken and the broken part was charred black and melted. This report is being submitted due to the broken knife wire (found charred and melted), indicated that the knife wire touched metal while being activated, sparks occurred.

Manufacturer narrative:
The device model kd-v411m-0720 was returned for evaluation. The lot number was 26k with supplementary information number of ¿29¿ (m-bc manufacture date: june 29, 2022). Device evaluation, the following were noted: the device tip was inspected. Found the knife wire was broken. The broken part noted to be charred black and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the wire coating itself presented no abnormalities. There were no missing parts in the subject device. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items, which related to the reported phenomenon: process inspection sheet, quality inspection sheet, and nonconforming product report. IFU (instruction for use): this instruction manual (drawing no. Gk6224, revision no.8) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Olympus will continue to monitor complaints for this device.